Event description:
A hospital in (B)(6) reported via a distributor that there was a leak in the expiratory limb of the rt210 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. Pressure and water bath tests were performed on the complaint device. Results: the pressure test revealed that the expiratory tube was leaking excessively. The water bath test revealed that the leak was located at the connection between the expiratory elbow and the expiratory plug. A lot check revealed no other complaints for lot 110329. Conclusion: the cause of the fault is failure in the connection between the expiratory elbow and expiratory plug. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The user instructions supplied with the rt210 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).